Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was experiencing incontinence as the artificial urinary sphincter (aus) could only achieve 80 percent of coaptation. A revision surgery was performed in which his pressure regulating balloon (prb) was removed and replaced with a bigger prb to increase pressure and reach 100 percent coaptation. There were no patient complications, the surgery results were good and patient is set to fully recover.